Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture at maximum outputs. Low amplitude measurements were also observed on the ra channel. Surgical intervention was later performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.